Event description:
Clinic notes were received that a vns patient was going to be having their generator replaced for normal end of service (eos). Reported at their (B)(6) 2013 visit was that since the patient's battery has been low they had about 3 epilepsy episodes last week. The patent's device was unable to be interrogated as at end of battery life. The patient went to surgery (B)(6) 2013 and their surgery was aborted after being under anesthesia because the or staff did not have a compatible generator with their implanted lead. Teaching has been provided to the implanting facility and the patient did undergo successful generator replacement at a later date on (B)(6) 2013.

Event description:
The reported "failure to program" and "end of service" were duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications.